Event description:
It was reported while using bd 20ml luer lok syringes foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the clinicians sent me a syringe that has not been opened but it has something black in it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 20ml luer lok syringes foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the clinicians sent me a syringe that has not been opened but it has something black in it.

Manufacturer narrative:
H6: investigation summary: one photo received by our quality team for investigation. Upon visual inspection, foreign matter is observed on the luer of the syringe, however, due to the fact that physical samples are not received, it is not possible to carry out a more robust analysis of the reported defect and identify the foreign substance. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.